Event description:
It was reported that prior the holmium laser lithotripsy procedure, after unpacking, it was found that the fiber was damaged. Due to this, the procedure was completed using another device. There were no patient complications. The fiber returned and it was analyzed identifying that no light was exiting the connector face indicating an internal fracture.

Manufacturer narrative:
Device technical analysis: upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual and microscope inspection found that there was no light was exiting the connector face indicating an internal fracture and weak aim beam exiting the fiber tip. The connector face also had burn marks. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room, hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber damaged prior to use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The allegation against the fiber was confirmed. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The customer mentioned that the fiber damaged was observed after unpacking the fiber, from the analysis the fiber did show signs that it was previously used, and the console read that it had been used once, this event occurred after the first use of the fiber but before the second use. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.